Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of smudge residue on the heartmate 3 system controller (serial number: (B)(6) was confirmed via provided photos. An image submitted by the customer revealed residue on the system controller¿s display. Per the provided information, the event occurred straight out of the sterile packaging. It was stated the system controller was used for implant and remains in use. Device history records were reviewed for the system controller and showed no deviations from manufacturing or quality assurance (qa) specifications. The root cause for the reported event was unable to be conclusively determined through this analysis. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, heartmate 3 patient handbook, are currently available. Section 5 of the IFU, entitled ¿surgical procedures¿, provides instruction on how to unpack the system controller from the double plastic tray setup. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instructions on how to care for, maintain, and store the equipment for proper use, including the system controller. Section f of the IFU, entitled ¿safety checklists¿ instructs users to inspect the controller for damage daily. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that there was paper residue on the sterile pump tray after opening the implant kit. There was also smudge residue noted on the system controller display screen straight out the packing. There were no adverse events associated with the reported issues. Both the left ventricular assist system implant kit and system controller are in use and the pump tray was said to be returning. The patient was reported to be in stable condition and under continuous monitoring.